Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample and/or reagent in well postion a12 and did not give an error message. An ortho field svc engineer was dispatched and was unable to duplicate the concern. The fse found one bent tip. No death or serious injury was associated with this event.